Manufacturer narrative:
Correction: device not returned for evaluation.

Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility, the device was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine testing, conducted by a manufacturer field service technician at the user facility, the device was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.